Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. It was reported that the rep met with the patient on march 29, 2019 for reprogramming, and at that meeting, the patient reported they were charging too often (once a month to once a week). The patient was having difficulty connecting to the ins, but when the rep tried to connect, they were able to connect and obtain 8 coupling bars, so the rep believed the recharging issues were partly due to user error. The rep re-educated the patient on proper recharging technique. The rep also reviewed the recharge statistics on their clinician programmer, which appeared to indicate that the patient was charging for no more than 2 hours at a time; just enough to charge the ins to 100% to "top it off". The patient confirmed with the rep that they had been able to charge the ins to full within 1-2 hours. The rep also checked impedances, which were all ok, even after pressing on the ins a few different ways and re-checking the impedance results. The rep confirmed that the patient hadn't had any recent reprogramming nor had they changed programming on march 29, 2019. The rep mentioned that the patient was hit real hard when the mva occurred. No further troubleshooting could be performed at the time of the report due to lack of access to the patient and product. It was reviewed with the rep to check the patient's recharger statistics, to obtain an x-ray of the system, and to call technical services back so a recharge interval based off the current settings could be performed. The rep also noted that they initially thought the ins had been in overdischarge in the past, but then clarified that at some point the patient had met with them for reprogramming and the ins was only discharged, so the patient only had to charge the ins normally. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was recharging more frequently. The patient said they used to charge the ins once a month and the charge would last 4-6 weeks, however now the charge only lasted 1-2 weeks. The patient said the ins had been in over-discharge before. During the call, patient said the ins was currently 3/4 full. It was recommended to charge the ins to 100% to increase time between charges and to track the recharge sessions. The patient was directed to follow-up with their healthcare professional (hcp) and noted they were seeing their hcp tomorrow. No further complications were reported. (B)(4) for information pertaining to mva, stim different, leads moved, pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had a physician recharge in the past. Recharging intervals increased after this event. No further complications were reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller stated that the patient was in the hospital for an unrelated injury and they could not get the battery pack to charge so the patient can use it. The hcp spoke to someone last night to try and troubleshoot but they were not able to get it working. The patient really needs their device because they are in a lot of pain. The device was not working last night but the patient clarified that it hasn¿t been working properly for 8 months. They tried to turn the device on but it is not doing anything. They tried to push the power button and reset it but it was not working. The patient was seeing a triangle with a line through it. Both the patient programmer and recharger were not working to turn the ins on. The ins was currently off. Nothing has been w orking for about 8 months. The hcp had a manufacture representative (rep) paged. Additional information was received from a rep via a hcp on (B)(6) 2017. The rep alleged an overdischarge. The patient was in a car accident on (B)(6) 2017 so they need to do an MRI but the patient let their battery go overdischarged about 6 months ago. The rep would follow up with the MRI about MRI mode. No further complications were reported/are anticipated.